Manufacturer narrative:
Continuation of d10: product ID 97791 lot# unknown. Product type accessory product ID 97791 lot# unknown. Product type accessory product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020. Product type lead h3: analysis of the ins found insignificant anomalies. Analysis of the leads found that the outer insulation was cut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient contacted their healthcare provider on (B)(6) 2020 and indicated there was overheating at the ins area and they did not feel stimulation in the lumbar area. The healthcare provider asked to see the patient for evaluation and for a possible ins replacement. On (B)(6) 2020, the patient was seen for evaluation. It was verified the patient's body temperature was two degrees hotter in the ins area than the rest of the body. The healthcare provider recommended laboratories in order to rule out infection which came back negative. It was decided to replace the ins and it was also decided to review the leads as after the replacement of the ins, coverage tests were performed of the pain area in which pain coverage was not achieved. When revision of the leads occurred, it was discovered there was a fault in the anchorage area and it was decided to remove the leads and replace them with new leads which covered the pain area/lumbar area. The issue was resolved at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a burning sensation and pain at the pocket site. No diagnostics had been done by the time of the report. The rep expected to obtain more information from the hcp on (B)(6) 2020.